Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. It was noted that the pump was included in a field correction, and the malfunction code was identified as malf 16, which could not be reset. Technical support (cts) decided to replace the pump, advising the customer that they would receive a new pump with updated software. Customer reverted to an alternative method of insulin therapy.